Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info are still on going. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported the pump in style transformer housing cracked open which is a safety risk.